Event description:
On 03/30/2000, the facility's materials manager informed the manufacturer's (MFR) representative of the following: the device was opened for the procedure and the physician noted that the catheter (white part) had a black residue on it. The physician was concerned about possible infection, so the device was not used. Another device same catalog/lot number was used without further incident. No further details were provided. The device in question is expected to be returned to the MFR for analysis.